Event description:
Bovie pencil started smoking when yellow portion of pencil touched side of incision and the tip "arced". Changed to 2nd bovie pencil which also smoked and arced. This pencil was removed from sterile field. The two pencils were the same brand, but different lot numbers. All pencils with these two lot numbers were pulled. A 3rd pencil from a different lot was opened and performed appropriately.